Manufacturer narrative:
(B)(4). The t:slim g4 system user guide states: inserting and wearing an infusion set might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced pain and discomfort shortly after starting to use the dexcom g4 and insulin pump. Sensor was inserted at the abdomen on (B)(6) 2017. The discomfort was described as burning along all the ribcage area, side pectoral muscle and armpit, to around to the back and down to his waist. Patient reports no outward signs of irritation or infection; no redness or swelling. Patient saw a general practitioner on (B)(6) 2017. A blood test was taken. The results of the blood test are unknown. Patient stated that their endocrinologist changed the patient from humalog to novolog, and the symptoms reduced substantially. Date of endocrinologist contact and the date of prescription modification is unknown. Patient had surgery prior to beginning using the insulin pump. Patient stated "physicians are leaning toward the conclusion that perhaps the surgery created some kind of nerve damage resulting in the discomfort." At the time of contact, patient is experiencing pain. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.